Event description:
It was reported that t:slim x2 pump battery appeared not to charge, as pump showed charging symbol while connected for about one hour but battery level remained at 30 percent. There was no reported impact to the customer¿s blood glucose level. Customer had already checked power source, used tandem charging equipment, and kept wall adapter plugged into working outlet for at least 30 minutes, and later resolved issue by resetting pump, after which battery level displayed 100 percent; no additional actions by technical support were documented.